Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a product malfunction occurred during the transfer of a newborn. Additional information was requested; however, no further specific details on this incident were received. Patient injury or adverse affects are unknown.

Manufacturer narrative:
Other, other text: h6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the device in good condition except for the damaged patient valve. During the functional testing it was found that the alarm was not working reliably and there was a damaged patient valve that caused peep limits out of tolerance. Also the alarm reed is not squeaking. The electronics will be checked or replaced, the damaged patient valve will be replaced, and the alarm reed will be checked or replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.